Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, according to the service manual, it¿s likely the cause is related to the attachment of foreign matter at the electrical junction and the attachment of moisture. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that a scope error code b30 occurred on the evis exera iii xenon light source. There was no report of patient harm associated with this event.

Manufacturer narrative:
The customer was instructed to wipe down the scope connector with an alcohol wipe, however that did not resolve the issue. The customer confirmed they tried multiple scopes with the same result. Customer has declined starting an RMA and said he will call back later for an RMA. If additional information becomes available, this report will be supplemented accordingly.